Event description:
Pt reported self-treating for a high blood glucose reading of 270 mg/dl. Pt stated the tubing appeared to be kinked and felt the device should have alarmed for an occlusion. After exercising the patient collapse and paramedics were called. Pt was treated with a glucose IV. No information was provided regarding the patient's blood glucose level when paramedics arrived.